Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, while the surgeon was attempting to place the screw, it fractured. Not all of the fractured product could be retrieved, therefore, the patient retained the fractured portion. No additional patient consequences have been reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed the implant fractured at the thread. The returned product was sent to sem for additional analysis. Sem analysis of the cancellous screw sample showed that it fractured due to torsional overload. Suspected crack initiation site identified on the fracture. Fracture surface revealed sheared ductile overload dimples near and away from the crack initiation site, suggesting a torsional overload that caused the failure. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 316 stainless steel. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.